Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 5 months post-implant, the patient experienced low flow, low speed and driveline disconnected alarms. The following day the patient was admitted into the hospital for evaluation. The patient was examined and no physical issues were seen. A driveline disconnect alarm was present on his system controller and the patient reported that he did not disconnect the driveline. An x-ray of the patient's driveline was performed. Approximately 6 days later, the manufacturer's technical service personnel tested the patient's driveline and was unable to reproduce any alarms. A non-grounded patient cable was provided and the hospital continued to monitor the patient. The following day the hospital team examined the patient and alarms occurred during the review of the patient's event history. The hospital team connected the patient to the non-grounded cable. The patient is table and has been placed on the transplant list.

Manufacturer narrative:
The patient remains on lvad support with the pump. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.